Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint 20871. Reason for original complaint asr revision due to take place on (B)(6) 2011, asr xl acetabular system - left, reason(s) for revision: unknown. Update: added surgeons name. Received: 1st may 2013. Update: amended revision date taken from claim suite dated (B)(6) 2013. Update received 11 july, 2013. Additional hospital and reason for revision added. Reason(s) for revision: alval / soft tissue reaction. Update alert date 9th nov 16 amended implant date, added a dummy stem (whilst querying details) , added all manufacturing dates, all mw fields taken from update dated 9th nov 16 update alert date 17th nov 16 received and attached product stickers, stem details not available, added patient name, gender, initials and date of birth, implant date confirmed and added. See email dated 17th nov 16 update ad 2 sep 2021. Com (B)(4) has been re-opened under (B)(4) due to receipt of additional information. After review of additional information, no new allegation being reported. Added associated contact and concomitant products. Doi: (B)(6) 2007; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.